Event description:
Parents brought in a child who was burnt from using an enuresis alarm. The parents have said that their child put on the enuresis alarm at night as he did for the last 1 week and went to sleep, but that night, the alarm portion malfunctioned and caused the batteries to leak within the alarm. The leak also spread on the outside of the alarm and was not contained within the alarm part as the back side of the enuresis alarm bent inward from excessive heat. The alarm was shown to the attending physician who confirmed the same. The alarm burnt the child in the neck and throat area. Although the burns were very minor, they are still noteworthy due to the nature of the incident and the child's age. Pediatrician attended to and discharged the child. Parents have requested anonymity.